Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on when connected the original battery pack. The device did power on and function normally when connected to a lab battery pack. Visual inspection of the interior of the battery pack found 2 of the batteries had leaked onto the terminals inside the pack. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that saline water wasn't running from new fan spray kit during surgery. The surgeon used another device and completed the surgery. Investigation found that two batteries had leaked. No adverse event was reported as a result of this malfunction.